Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
On december 22, 2025, senseonics was made aware of an incident where user received a glucose suspend alert. The sensor was inserted on (B)(6) 2025. Based on escalation analysis the sensor was replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of the complaint. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.